Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included; no additional patient information was available. This issue was previously reported under MDR number 3016438761-2026-00041 under the incorrect likely cause architect c4000 processing module, ln 02p24-40, sn# (B)(6). All future communication will be completed under this report.

Event description:
The customer reported falsely elevated magnesium result generated on the architect c4000 analyzer for 2 patients. Results were not reported to medical provider. The following data was provided for one patient. Initial result = 0.4 mmol/l, repeat results = 0.8 mmol/l. The customer uses reference range: 0.74-1.07 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs and performed multiple troubleshooting procedures including instrument decontamination. The fsr identified the cuvette segment as the cause of the issue and cleaned the component. The issue was resolved and confirmed with a passing qc run. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the cuvette segment did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 processing module, serial number (B)(6), or the cuvette segment.

Event description:
The customer reported falsely elevated magnesium result generated on the architect c4000 analyzer for 2 patients. Results were not reported to medical provider. The following data was provided for one patient. Initial result = 0.4 mmol/l, repeat results = 0.8 mmol/l the customer uses reference range: 0.74-1.07 mmol/l no impact to patient management was reported.